Event description:
It was reported that this implantable lead was explanted due to high impedance. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was surgically abandoned due to high impedance. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating high impedance was resulted from lead damage. No additional adverse patient effects were reported.